Manufacturer narrative:
(B)(4). This medwatch is being filed as an initial/final . On august 22, 2018, it was reported that the blades at end of the mesher were bent down so the roller wouldn't fit in the device. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4)one time as documented in the repair reports in livelink. The last repair was july 18, 2018 where it was reported that the device was returned as part of the 2012 skin graft initiative and the roller, worn bushings, damaged comb, roller gear, worn bushings, sliding pin, spring, side plates, ratchet gear, cap nuts, shoulder bolts, hinge, latching pin, ball detent, and washer were replaced. This is not a related issue. Product review of the skin graft mesher on september 19, 2018 revealed that the pre-test calibration and test mesh could not be taken due to the bent comb. The side plates, roller, roller gear, shoulder bolts and sliding pins have visible damage. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 19, 2018 which included replacement of the worn bushings, worn side plates, damaged comb, roller gear, ball detents, carrier guide, and comb springs. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the product review noted that the that the pre-test calibration and test mesh could not be taken due to the bent comb. The side plates, roller, roller gear, shoulder bolts and sliding pins have visible damage. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review noted that the that the pre-test calibration and test mesh could not be taken due to the bent comb and the side plates, roller, roller gear, shoulder bolts and sliding pins have visible damage, but it is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that blades at end of mesher were bent down so roller wouldn't fit in device. The event occurred before case and no harm, no delay reported. Investigation found that the comb was bent.